Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site. Medtronic investigation of returned suspect camera finds that the scu powered up without the amber fault light on. A check of the event log showed a history of intermittent internal strober error dating back to (B)(6) 2014. Electrical failure - system fault code - internal strober code. On (B)(6) 2015 vendor investigation: customer's description of failure has been verified. Unit intermittent error caused by a faulty/shorted out component on the front panel board. As a result the effected component requires replacement followed by applicable tests to ensure proper operation. Unit will be sent back with rev 012 firmware as it was received. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that a site indicated their navigation system had an error in the ndi utility that shows the polaris spectra system control unit (scu) with a hardware fault and stated: internal strober fault. Return scu for service". No additional information were provided. There was no patient present when this issue was identified.